Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: balloon ruptured upon inflating with 20ml of air. There was no report of pieces falling into the cavity. The operating time was extended only by 5 minutes. A new instrument was used to complete the procedure. No injury was reported and the pt's status is ok.